Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
It was reported that the patient was placed under general anaesthesia (date not reported) during an abutment change. The implanted device remains.